Event description:
A (B)(6) female pt contacted zoll customer support to report that her response buttons were missing. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response button missing) was confirmed. Upon eval, the front response button was missing its metallic conductive component. In addition, the response button cover was missing. The root cause of the missing response button metallic dome, cannot be positively identified but is likely physical abuse. No adverse event resulted from the missing response button. The pt was provided with a replacement monitor.